Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported their blood glucose rose to 500 mg/dl due to steroid injections. The customer also reported the insulin pump was ineffective with lowering their blood glucose. Troubleshooting did not occur for the customer's blood glucose. The customer reported being a brittle diabetic and was advised by their healthcare provider that insulin was not being absorbed properly. The customer declined to return the insulin pump for analysis.